Event description:
It was reported that a spectrum iq pump malfunctioned while administering blood to a patient at the acute care department. The pump was removed from service and a new pump was used to finish the transfusion. Intravenous pump alerted stating transfusion was completed and showed that 401 ml of blood had been transfused. The bag of blood bag started with 381 ml and had 200 ml of blood remaining. Upon inspection, the IV blood filter drops were very slow. The IV pump was replaced with a new one and completed blood transfusion in the allowed time. This occurred during delivery . There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number (B)(4). All information can be found under manufacturer report number (B)(4). Should additional relevant information become available, a supplemental report will be submitted.